Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the original tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support attempted troubleshooting by suggesting different wall adapters and charging cables, but the issue persisted. As a resolution, a replacement pump with updated software was sent, and the caller was advised on returning the problematic pump as well as on programming settings and connecting their cgm to the new pump. Additionally, a replacement charging cable and adapter were sent to ensure customer satisfaction.